Event description:
It was reported that the patient was experiencing muscle stimulation from the left ventricular (lv) lead. Lead dislodgement was suspected. During the procedure to reposition the lead, the guidewire would not pass the stylet hole. Blood was found in the stylet so the lv lead was removed and another lead placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.